Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of (B)(6) 2021 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments, of the complaint are: deflation: observed, one opening on anterior side assessed, as surgical damage. Additional observations: crease flat is observed. No further actions are required, as the device was implanted.